Manufacturer narrative:
The device was returned and evaluated. Visual examination found the driver tip to be fractured off. The torque limiting handle used during the reported event was also returned and evaluated; however, the handle was found to be functioning within specifications. Device labeling was reviewed and found to contain sufficient instructions regarding proper device usage. A review of manufacturing records did not reveal any non-conformances or deviations that might have contributed to the reported event. Therefore, the cause of the fractured driver tip cannot be definitively determined.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00068.

Event description:
It was reported that the tip of a driver broke and a pedicle screw cracked during surgery. The driver broke while installing the screw. The screw cracked while the surgeon was trying to remove the tip of the broken driver. The pedicle screw was removed and replaced with an alternative screw. The procedure was completed using an alternative driver. There was a delay of an hour, but no patient injuries were reported. This is report one of two for this event.